Event description:
The following was reported by the attorney for the pt: (B)(6) 2008 - the pt underwent repair of a ventral hernia with composix l/p mesh. On (B)(6) 2008 - the pt underwent excision of composix l/p. The attorney alleges the pt has suffered and will continue to suffer physical pain. The pt was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether the device may ave caused or contributed to the reported event. The attorney report does not indicate a specific device failure and no medical records were provided. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.